Manufacturer narrative:
This is the event as 3010536692-2014-01696, -01698, -01699, -01700, -01701. This report will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to infection (right).

Manufacturer narrative:
This is the same event as 3010536692-2014-01698_02.

Event description:
Additional information received: allegedly, patient was revised due to mom complications - right.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.